Manufacturer narrative:
(B)(4): explant of intraocular lens.incision enlargement.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Additional information was received at the time of the complaint (B)(4) 2014, stating the explant was due to the wrong diopter that was not provided in the initial MDR. Explant due to wrong diopter. Visual inspection shows that the intraocular lens was received cut in three (3) pieces, most probably due to the explant process. One of the haptics was detached; the other haptic was still attached to the lens optic. Visual inspection using a microscope at 12x magnification showed the lens can be identified as tecnis multifocal acrylic 1-piece intraocular lens because of the presence of a diffractive ring pattern on the optic. The lens was received in a damaged condition. The manufacturing record review indicated that there were no associate nonconformity material reports with respect to the production order. The sterilization batch was released with no non-conformances. There were no process and/or material changes within the production order. The lens was manufactured according to specification. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted in a secondary procedure. It was stated that the incision was required to be enlarged to remove the lens and a vitrectomy was performed. A new lens was implanted in the eye. No further information has been provided.